Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was observed to be dislodged from the implant position. No allegation of malfunction was made against the lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.